Event description:
The tubing connected to the patient side of the disposable wound suction would easily become disconnected, even with minimal movement of the patient. This would cause the fluid not to drain properly as well as open up a closed system to contaminants.